Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant vancomycin results was due to the crimped acid pump outlet line. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia centaur vancomycin results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. The customer does not know if pt intervention was performed. There was no report of adverse health consequences due to the discrepant vancomycin results.